Event description:
It was reported that there was oversensing, and the lead was replaced. No patient complications were reported as a result of this event. Additional information was received and an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.